Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. The device remains implanted.

Event description:
The device has been explanted and replaced.

Manufacturer narrative:
E1: email address: (B)(6).

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, crease fold, yellow particles in the surface of the shell and opening. Leak test was performed and found opening on posterior. A microscopic analysis was performed which identify, opening sharp in the posterior side. The fill test inspection was performed, the result is no blockage. Based on the device analysis, the final assessment is: a sharp opening on posterior side, an unidentified (tear) opening.

Event description:
Healthcare provider reported, a left side deflation. The device has been explanted and replaced.